Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered inappropriate shocks to the patient with supraventricular tachycardia (svt) on multiple occasions. Technical services (ts) analyzed device disk data and recommended programming options. Device was reprogrammed and remains in service. No additional adverse patient effects were reported.